Event description:
It was reported the system's left monitor failed to display an image. This will have resulted in the loss of imaging functionality. There is no report of death or serious injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video control board and system interface boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.